Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 9106548 our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter needle was difficult to disengage during use. The following information was provided by the initial reporter, translated from chinese to english: " the patient complained of pain at the puncture site, and the needle core was removed due to blood regurgitation. During the process of removing the needle core, it was difficult to remove the needle, and the needle was removed again by sending the needle forward. Intravenous drip rate was adjusted, and the patient still felt unbearable pain. After the needle was pulled out, the other limb was selected for re-puncture, and the patient complained of no other discomfort."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter needle was difficult to disengage during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the patient complained of pain at the puncture site, and the needle core was removed due to blood regurgitation. During the process of removing the needle core, it was difficult to remove the needle, and the needle was removed again by sending the needle forward. Intravenous drip rate was adjusted, and the patient still felt unbearable pain. After the needle was pulled out, the other limb was selected for re-puncture, and the patient complained of no other discomfort".